Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 407 mg/dl. The customer stated that the he was using insulin pump system within 48 hours. Customer reported possible on site diabetic ketoacidosis. Customer did not reported any symptoms as a result of high blood glucose. Customer was using the auto mode feature at the time of event. The pump will not be returned for analysis.